Manufacturer narrative:
The (B)(4) reports that the vgo user has not returned multiple calls placed to her for further follow-up of her complaint of hyperglycemia and hypoglycemia. Vgo user previously reported hypoglycemia on the vgo, specifically a bg of 28 in complaints 2020-045597, (2020-047267 - MDR 2020-00449) and 2020-047475. Previously the vgo user told the (B)(4) that she did not monitor her bg regularly, she did not follow-up with her endocrinologist and she had hypoglycemia pre-vgo when she took her toujeo (either 8 or 18 units daily). It would be logical that she would continue to experience hypoglycemia on the vgo 20 as the vgo 20 provides more basal dosing than she stated she took pre-vgo. Vgo user also told customer care that sometimes she cannot eat related to her diagnosis of pancreatitis and this (lack of food) causes her to experience hypoglycemia. Again, the vgo 20 may be more basal insulin than the vgo user requires so forgoing any food intake could increase the likelihood of hypoglycemia. The (B)(4) previously documented that when the vgo user had a bg of 28 she did not monitor her bg and she "may have had her husband give her "a click or two because of eating something sweet." The patient stopped delivering any bolus dosing after her last ER visit in (B)(6) 2019. If the patient was experiencing hypoglycemia with the vgo 20 basal dosing, it is likely the additional bolus clicks contributed to the existing hypoglycemia. This complaint will be considered as serious due to "frequent hypoglycemia, episodes of severe hypoglycemia and hypoglycemia requiring medical treatment. It should be noted that the patient behavior (change is dietary intake, not seeing her hcp as recommended for bg mgmt. And not testing her bg) is a contributory factor to the hypoglycemia. Compliance will review if this event was previously reported and process as necessary. The vgo user had previously reported she ingested ?sweet? Items so it is possible her food intake is contributing to the hyperglycemia. Additionally the vgo user reports she over treats her hypoglycemia with oral carbohydrates and this also results in hyperglycemia. This complaint is limited without the ability to speak with the vgo user. Bg values in the 600s for a type 1 diabetic are considered serious. There is no information provided by customer care to indicate how the vgo user treated the bg in the 600 range. The vgo user uses fiasp insulin in the vgo. The vgo us not approved for use with fiasp insulin however the hcp may prescribe off-label. Using fiasp insulin in the vgo would be off-label use.

Event description:
The patient mentioned occasionally experiences hypoglycemia while on the v-go. The patient developed pancreatitis prior to starting v-go and with this condition, patient sometimes cannot eat which causes hypoglycemia while wearing the v-go. The patient stated that these hypoglycemic events have been going on for the last four months and her worst event of hypoglycemia while wearing the v-go happened about a year ago with a bg of 28. The patient stated that she went to the ER during this event. The patient also stated that she sometimes experiences hyperglycemia while wearing the v-go with her worst bg in the 600's, clarifying that the last event occurred was a couple of months ago. The patient mentioned that when she experiences hypoglycemia, she sometimes drinks too much orange juice and then experiences hyperglycemia.